Manufacturer narrative:
(B)(4).

Event description:
It was reported that the spider 2 tenet was noisy. No case reported; therefore, there was no patient involvement. Results of investigation revealed that the device failed the weight test which makes it a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and damaged labels, missing drape clips, broken plastic handles and damaged inner enclosure screw holes were noted. No accessories were included. A functional evaluation revealed that the unit's migration was at 2.3 inches and it failed the weight test. No noise from the unit other than motor powering up as designed was heard. The reported failure of noisy was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. The failure of unintended movement was verified and the root cause was associated with a seal failure. The device has been in service for over 5 years, thus any malfunction presented at this point in time would not be related to the manufacture of the product. A complaint history review concluded this was a repeat issue. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event.